Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced abdominal pain, back pain, difficulty breathing, and bloating during dwell 1 of 5. The patient was connected to the homechoice claria at the time of the events. Renal therapy services (rts) assisted the patient to cycle power. The patient did not verify if patient line primed to the top. The patient reported they thought the device did not drain them enough and that was why they feel so full. Rts assisted the patient with manual draining and the patient stated they felt much better and resumed therapy. After resuming therapy, the patient reported that they were having right shoulder pain. Rts assisted the patient with ending the therapy and the manual draining. Rts advised the patient to get the patient activation code from the pd registered nurse. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with the event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Internal and external inspection was performed, and no issues were noted. The sharesource log files associated with homechoice claria were reviewed and the most recent treatments revealed no excessive fill or drain volumes compared to the clinician programming. There was no indication of an iipv event associated with the reported event. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The probable cause of the reported issues was determined to be the end user not verifying the patient line was primed. Should additional relevant information become available, a supplemental report will be submitted.